Event description:
Reporter stated that back-to-back blood glucose testing was performed, using the suspect device, with results of 95 mg/dl, 254 mg/dl, and 101 mg/dl. Reporter indicated that, based on the value of 254 mg/dl, patient was given 56 units of insulin lispro. Reporter noted that patient was feeling lightheaded; however, she did not know if this symptom was related to blood glucose or vertigo. No injury was reported. While on the line with technical support, a level-two control test was performed on the suspect device and the result fell outside of the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.